Event description:
The pt had three balloon dilatations of the aortic valve using a 21x26 v8 catheter. The dilatations exhibited excellent fixation on the annulus with no migration. Preliminary measurements of the balloon dimensions at full inflation, as recorded by fluoroscopy, indicate balloon was inflated to nominal pressure. After the third inflation, there appears an apparent tear in the left coronary sinus wall of unk origin. The physician believes the cause of death was extravasation with cardiac tamponade due to significant calcification under the annulus. There was no device malfunction.

Manufacturer narrative:
There was no device malfunction. This report submitted because of pt death. Physician thinks it is due to excessive calcification in the valve area causing a dissection of the aortic sinus during the dilatation.